Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lose signal intermittently due to faulty scope socket a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: switch issues, upgrade was needed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the on/off button of subject device was stuck. There were no reports of patient involvement.